Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringe 1ml s/t w/ndl 25x5/8 rb experienced a misaligned/jammed stopper. The following information was provided by the initial reporter: material no.: 309626, batch no.: 9053640. Verbatim: the syringes were found with the plunger misplaced.

Event description:
It was reported that two syringe 1ml s/t w/ndl 25x5/8 rb experienced a misaligned/jammed stopper. The following information was provided by the initial reporter: material no.: 309626 batch no.: 9053640 verbatim: the syringes were found with the plunger misplaced.

Manufacturer narrative:
Investigation: one photo and three 1ml syringes with needles in fully sealed blister packs confirmed to be from batch #9053640 (p/n 309626) were received and evaluated. It was observed all the syringes had a jammed stopper condition and were rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. It was most likely caused by a misalignment between the plunger and barrel dials. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.